Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: 2017-78504.

Event description:
A surgeon reported that after implanting a micro-glaucoma stent the patient experienced a myopic shift at two week post op following cataract/glaucoma stent implantation. Surgeon indicated "that her iris/iol maybe coming forward (thus the myopic shift since her iol should probably be sitting a bit further back)." Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of non specific discomfort, myopic shift, and iris/intraocular lens (iol) coming forward; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of surgical complications associated with device implantation and no mention of device failure. Possible root cause is that anterior chamber shallowing with transient forward movement of the iol is an established risk associated with device implantation that is discussed in the product labeling. The manufacturer internal reference number is: (B)(4).